Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating no pre-cleaning detergent is used and the automated endoscopic reprocessor (aer) used is soluscope. The air/water channel was aspirated and flushed with water. The aer detergent is soluscope cln and the aer disinfectant is soluscope paa. The manual detergent is nososym and no manual disinfectant is used. The instrument/suction channel, instrument channel port, and distal end were brushed using mtw ref 08 45 25 2 s manual brushes. The storage practice is using a dsc 8000 drying cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing, the evis exera lll gastrointestinal videoscope tested positive for less than 1 colony forming units (cfus) of micro-organisms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: - brushing was not performed for suction cylinder at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: - grip has a scratch; - forceps channel port has a scratch - suction cylinder has discoloration; - switch box has a scratch; - right/left knob has a scratch; - up/down knob has a scratch; - scope connection cover unit has a scratch; - scope connection case unit has a scratch; - due to wear of angle wire, the play of up/down knob is out of the standard value; - due to wear of angle wire, bending angle in down direction does not meet the standard value; - distal end cap cover has a chip; - adhesive on bending section rubber has a crack; - connecting tube has a scratch; - universal cord has coating peeling; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in reprocessing caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation where no germs were detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.